Manufacturer narrative:
The reported events were cardiac perforation, muscle stimulation and high capture thresholds. As received, a complete lead was returned in one piece. The helix found extended and clogged with blood/tissue. After cleaning, the helix could be retracted and extended. The helix extension length was within specification. Regarding the reported event of cardiac perforation. A tip stiffness test was performed, and the results were within specification. The reported event of high capture thresholds was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that a patient presented with lead perforation noted on the right ventricular lead. This resulted in muscle stimulation and high capture thresholds. The perforation was confirmed with ultrasound and live fluoroscopy. No dislodgement of the lead was confirmed. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.